Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. It was reported through the patient outcome that the patient underwent a heart transplant. The device will not be returned for evaluation. It was reported by the vad coordinator that the outcome was device or therapy related. No alarms were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The account indicated that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists potential adverse events that may be associated with the use of the hmii lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2021. The device will not be returned for evaluation. It was reported by the vad coordinator that the outcome was device or therapy-related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant on 03dec2021.the device will not be returned for evaluation. It was reported by the vad coordinator that the outcome was device or therapy-related.